Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Liner: review of complaint history identified additional similar complaints for the reported item and part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D10: pn# 802203201, ln# 3047427 zb 12/14 cocr femoral head.

Event description:
It was reported that approximately seven weeks post-implantation, the patient underwent a hip revision due to experiencing several dislocations. Attempts have been made and no further information has been provided.